Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F .as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex was returned outside the phenom 27 catheter. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid was found to be fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the middle section as the middle section was found to be fully opened and no damaged. In addition, the pipeline flex braid was found to be fully opened and damaged. However, the phenom 27 catheter was confirmed to have kink/damage as the catheter was found to be flattened. It is possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228783150); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Max diameter 10.2 mm and neck diameter 7.2 mm. Landing zone (artery size): distal 4.01 mm and proximal 4.8 mm. The patient¿s vessel tortuosity was severe. Access vessel was the femoral artery (diameter 7.6 mm). For left internal carotid artery ophthalmic artery segment lateral wall aneurysm, it was planned to perform femoral artery puncture, neuro interventional surgery, blood flow guided dense mesh stent pipeline flex implantation. 8f guiding 90cm successfully reached the common carotid artery under the guidance of multifunctional angiography catheter and 0.035-inch loach guidewire. Then navien 6f 115cm intermediate catheter was further guided to the cavernous sinus segment. Phenom 27 stent microcatheter successfully reached the middle cerebral artery m2 under the guidance of sychro 0.014 inches guidewire. According to 3d rotational angiography, the distal landing vessel diameter, the vessel diameter at the neck of the aneurysm, and the vessel diameter at the proximal landing area were measured, and the ped-475-20 stent was finally selected according to the measured values. After being fully hydrated with high-pressure saline, it was successfully delivered to the middle cerebral artery m1, and the stent pusher rod was pushed against to withdraw the phenom27, fully exposing the stent tip, and the stent tip was successfully opened. The stent was pulled back to the posterior communicating segment of the internal carotid artery, and the stent was deployed continuously to fully anchor the stent. Everything went smoothly at this time. However, when the middle segment of the stent was deployed, after passing the ophthalmic artery near the clinoid segment, the ped stent was severely kinked and flattened. The stent was deployed for a longer distance, the overall tension was reduced, and then increased tension, but the stent still could not be opened. The stent was pushed, pulled, and swung with a relatively larger amplitude, but the stent still could not be opened. At this time, it was recommended that the surgeon retrieve the stent for a second deployment, so the surgeon raised the stent catheter phenom27 to retrieve the stent and deployed the stent for a second time. The tip end was still deployed smoothly, but the above problem occurred again when the middle segment was deployed. The surgeon deployed more and longer distances again, increased and reduced tension, pushed, pulled, and swung, but still could not open the stent well. So the stent had to be completely retrieved again to deploy it again, so the above operations were repeated again, but the stent still could not be opened in the clinoid segment. Finally, the stent and the stent catheter had to be removed from the body as a whole, and it was suspected that the stent and the stent catheter were damaged. Another phenom27 and a new ped were unpacked. This time, the surgeon selected a ped-450-20. The above operations were repeated. The tip end of the stent was still opened smoothly, but when the middle section was deployed passing over the clinoid segment, it was still kinked and flattened. However, this time, the surgeon deployed longer distance, reduced and increased the overall tension, pushed, pulled, and swung it, and the stent could be opened smoothly, and the proximal end was also deployed very smoothly. Finally, the surgery was successfully completed. Dapt (dual antiplatelet treatment) was administered (pru level normal). Angiographic result post procedure: normal health. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Ancillary devices: sheath 8f guiding 90cm, guide catheter navien 6f 115cm, microcatheter phenom 27 150cm, guidewire sychro 0.014 200cm